Manufacturer narrative:
Internal file number: (B)(4). Correction: reg number. Evaluation summary: the device was returned for analysis. The reported suture retrieval issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an interventional cardiac procedure. Reportedly, there was no suture with plunger removal. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 21f and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that femoral arteriotomy closure was attempted with a proglide device using the pre-close technique relative to a cardiac surgical intervention. Reportedly, the proglide had an unspecified failure. An unspecified method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.